Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill was not detected in the system. There was no way to detect the handpiece; therefore, they used another one to proceed with case. Also, when they started to drill, the welded suction part of two real intelligence robotic drill guards, was no longer welded, and it happened without receiving a blow. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill was not detected in the system. There was no way to detect the handpiece; therefore, they used another one to proceed with case. Also, when they started to drill, the welded suction part of two real intelligence robotic drill guards, was no longer welded, and it happened without receiving a blow. The broken piece fell on the ground. The procedure was completed, with a non-significant delay, using a second drill and the same faulty drill guard. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Corrected data: b1, b5, h1.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guards, qty of 2, rob10016, lot 1107082 (spain), used for treatment were not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with an incomplete weld around the perimeter of the irrigation tube. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.